Manufacturer narrative:
Patient was an infant. No product will be returned per customer. The customer report that the tubing set had separated and leaked from the filter was confirmed based on the photographic evidence the customer provided. Review of the photo observed a separation at the engagement between the tubing (p/n 620-00065) and filter inlet port (p/n 10012217). Although root cause cannot be definitively determined because product was not returned for investigation, previous investigations have found that of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the lumizyme infusion had been infusing for approximately (1.5) hours when the patient noticed that the bed linens and clothing were wet. The rn noted that the tubing set had separated and leaked from the filter. The rn paused the infusion and replaced the filter. The customer later stated that there were no adverse effects caused to the infant patient from the event.

Event description:
It was reported that the lumizyme infusion had been infusing for approximately (1.5) hours when the patient noticed that the bed linens and clothing were wet. The rn noted that the tubing set had separated and leaked from the filter. The rn paused the infusion and replaced the filter. The customer later stated that there were no adverse effects caused to the infant patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set had separated and leaked from the filter was not confirmed. During functional testing, the set¿s filter clogged and the liquid flow was restricted due to the accumulation of infusion particulate over time and repeated use. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, clear fluid was observed within the filter and throughout the set's tubing. No excess solvent or occlusions were observed within the fluid path or at the filter¿s inlet or outlet ports. No damages or anomalies were observed with the set. Functional testing was performed. No leaks or other anomalies were observed. The root cause was not identified.

Manufacturer narrative:
Report source: aya program coordinator. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the lumizyme infusion had been infusing for approximately 1.5 hours when the patient noticed that the bed linens and clothing were wet. The rn noted that the tubing set had separated from the filter.